Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37714, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger. (B)(4). Analysis of the desktop charger (dtc) [s/n (B)(4)] found there was a broken connector pin on the cable assembly.

Event description:
The consumer reported that the implantable neurostimulator recharger (insr) was not charging since 6-8 months prior to (B)(6) 2014. It was noted that troubleshooting was not possible during the initial time of report due to lack of access to the insr and patient programmer. It was also reported that there was a communication problem and implantable neurostimulator (ins) overdischarge was suspected. Stimulation was last felt 6-8 months prior to (B)(6) 2014, and the last successful recharging session was 6-8 months prior to (B)(6) 2014. In addition, the patient was unable to connect to the ins using the insr or the patient programmer. Additional information received from the consumer reported that there was a loose connector pin on the desktop charger (dtc), the insr is not charging, and ¿recharging is not charging.¿ the insr had been plugged into the dtc for three hours and the insr was not ¿incrementing up.¿ it was noted that the patient had first noticed this issue 6-8 months prior to (B)(6) 2014, and he was using other methods of pain relief. Instead of using stimulation, the patient had reportedly increased gabapentin and he was now using a cinnamon and honey concoction, which seemed to be working. It was further reported that the insr showed it was charging, but did not actually recharge itself. This appeared to have occurred through product use. A replacement dtc was sent to troubleshoot/resolve the insr charging issue. It was also reviewed that the patient would likely need to make an appointment with the healthcare professional (and bring in the insr to that appointment) to do a physician mode recharge (pmr). No outcome or further troubleshooting/interventions were reported for this event. Follow up information was requested to determine whether the patient still had concerns regarding the device/therapy and whether the patient had received assistance from the healthcare professional or manufacturer representative. If additional information is received, a follow up report will be sent. The patient¿s indications for use included non-malignant pain and peripheral neuropathy.